Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cap of an unused supply line of the homechoice cassette "fell off." This occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected. Renal therapy services (rts) assisted the patient in ending the therapy session. Proper procedures per user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.